Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain. Use error. Tidal uf removal set too low. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A device history review revealed no events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During evaluation, an issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs with an ultrafiltration (uf) volume of 1986 milliliters (ml) during cycle 5. There has been no report of patient injury or medical intervention.